Manufacturer narrative:
The device was evaluated at ocsm. As a result of the evaluation, the following was confirmed. The device has been repaired twice in the past year due to a leakage from the bending section. There was a leakage from the bending section rubber due to perforation. The marking on the up/down plate were worn. The universal cord was deteriorated. The insertion tube was scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(6) sales & marketing (B)(6) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus (B)(4), but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by physical stress, chemical stress, storage environment, etc. According to the evaluation result of the device, peeling of the coating on the insertion tube and deterioration of the universal cord were confirmed as traces of physical stress and chemical stress. The instruction manual contains precautions regarding physical stress, reprocessing methods, and device storage environment. In the past similar cases, it was surmised that the cause was physical stress, chemical stress, storage environment, etc. Omsc determined that the reported event could be prevented because the instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. In addition, the user can properly detect the reported event by performing an inspection of the external surface of the entire insertion tube including the bending section and the distal end described in the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.